Manufacturer narrative:
Due to characterization limit e1 event site city is (B)(6). No repairs or service reports were provided; device worked normally after restarting and no further problems occurred, no fault logs, customer feedback indicates that maintenance is required on the screen, screen is in good condition. Treatment can be completed using the same equipment.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump(iabp) had displayed a maintenance prompt and failed to pump during use. No harm or injury to the patient was reported.